Event description:
Leaking occurred in the new continuous renal replacement therapy (crrt) tubing. The leaking occurred at the connection of the calcium to the venous access line. It is leaking at a permanent connection, not the luer lock. The tubing was saved. The blood was returned and new filter was set up. The tubing began leaking after the patient was repositioned in bed. The practitioner might have been able to only change out the extension tubing rather than the whole set, but decided to change out the entire set. The set was three days old and the tmp(transmembrane pressure) was rising.we are awaiting a response from the MFR.